Event description:
It was reported the device could not be interrogated, it had reached elective replacement indicator (eri), and had a power on reset. It was also reported that the patient experienced dizziness during the pre-operative appointment. During the device replacement procedure, the atrial lead unipolar impedance was 442 ohms and bipolar impedance was less than 200 ohms, there was no capture and no sensing. Since the unipolar impedance was within normal limits and the lead demonstrated captured thresholds with sensing, the atrial lead was programmed to unipolar and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. Analysis of the device revealed normal battery depletion.